Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the cancer center, the product broke at the y-site during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the product broke at the y-site was confirmed. Visual inspection was performed; separation was observed at the engagement between the smallbore tubing and one of the entrance ports of the bifuse adapter. Further visual inspection of the separated tubing end observed only slight solvent residue along the area. Dimensional analysis of the tubing was observed to be within specification; and further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. The root cause of the observed separation was insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that in the cancer center, the product broke at the y-site during patient use. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the cancer center, the product broke at the y-site during patient use. There was no patient harm.